Manufacturer narrative:
This spontaneous case describes the occurrence of dysmenorrhoea ('dysmenorrhea') in a 39-year-old female patient who had essure (batch no. D31443) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included penicillin allergy, knee operation and parity 2. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced bartholinitis ("heavy right bartholinitis"), 3 months 20 days after insertion of essure. In (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), back pain ("lumbar pain / not able to stand up for more than 10 minutes"), menometrorrhagia ("menometrorrhagia"), asthenia ("asthenia"), disturbance in attention ("concentration disorders"), dizziness ("dizziness"), palpitations ("palpitations"), arthralgia ("knee pains"), alopecia ("hair loss"), mental disorder ("psychic sequelae") and discharge ("discharge"). The patient was treated with desogestrel (antigone), ketoprofen (profenid), paracetamol, psychotherapy sessions from (B)(6) 2017 to (B)(6) 2019 and surgery (total inter-adnexal hysterectomy and bilateral salpingectomy for removal of essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, back pain, allergy to metals, menometrorrhagia, asthenia, disturbance in attention, dizziness, palpitations, arthralgia, alopecia, bartholinitis, mental disorder and discharge outcome was unknown. The reporter provided no causality assessment for alopecia, arthralgia, bartholinitis, discharge and mental disorder with essure. The reporter considered allergy to metals, asthenia, back pain, disturbance in attention, dizziness, dysmenorrhoea, menometrorrhagia and palpitations to be related to essure. The reporter commented: following insertion there were 4 coils on the right and 3 coils on the left. In using of essure, she was not able to have a discussion and several examinations were performed (pelvic ultrasound, blood samples examinations), but they didn¿t show anything remarkable. After essure removal, the patient had psychological follow-up for more than on year and a half . The patient had treated the discharge with antigone for 3 months. The reporter informed that the patient went to a emergency unit (for right bartholinitis) on (B)(6) 2015 and did not provided more informations about it. In the last report, the reporter related that the therapy start date with essure was in (B)(6) 2015 (discrepant with the previous reports). Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2017: nickel allergy. Blood test - on an unknown date: nothing remarkable. Ultrasound pelvis - on an unknown date: nothing remarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2020: nullification: this record was detected to be a duplicate to record # (B)(4) to which all information will be transferred, then this duplicate record # (B)(4) will be deleted in bayer safety database. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of dysmenorrhoea ('dysmenorrhea') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), back pain ("lumbar pain / not able to stand up for more than 10 minutes"), menometrorrhagia ("menometrorrhagia"), asthenia ("asthenia"), disturbance in attention ("concentration disorders"), dizziness ("dizziness") and palpitations ("palpitations"). The patient was treated with surgery (total inter-adnexal hysterectomy and bilateral salpingectomy for removal of essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, back pain, allergy to metals, menometrorrhagia, asthenia, disturbance in attention, dizziness and palpitations outcome was unknown. The reporter considered allergy to metals, asthenia, back pain, disturbance in attention, dizziness, dysmenorrhoea, menometrorrhagia and palpitations to be related to essure. The reporter commented: in using of essure, she was not able to have a discussion and several examinations were performed (pelvic ultrasound, blood samples examinations), but they didn¿t show anything remarkable. After essure removal, the patient had psychological follow-up for more than on year and a half . Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2017: nickel allergy. Blood test - on an unknown date: nothing remarkable. Ultrasound pelvis - on an unknown date: nothing remarkable. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of dysmenorrhoea ('dysmenorrhea'). In a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), back pain ("lumbar pain/not able to stand up for more than 10 minutes"), menometrorrhagia ("menometrorrhagia"), asthenia ("asthenia"), disturbance in attention ("concentration disorders"), dizziness ("dizziness"). And palpitations ("palpitations"). The patient was treated with surgery (total inter-adnexal hysterectomy and bilateral salpingectomy for removal of essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, back pain, allergy to metals, menometrorrhagia, asthenia, disturbance in attention, dizziness and palpitations outcome was unknown. The reporter considered allergy to metals, asthenia, back pain, disturbance in attention, dizziness, dysmenorrhoea, menometrorrhagia and palpitations to be related to essure. The reporter commented: following insertion, there were 4 coils on the right. And 3 coils on the left. In using of essure, she was not able to have a discussion. And several examinations were performed (pelvic ultrasound, blood samples examinations), but they didn¿t show anything remarkable. After essure removal, the patient had psychological follow-up for more than (B)(6) and a half. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test: on (B)(6) 2017, nickel allergy. Blood test: on an unknown date, nothing remarkable. Ultrasound pelvis: on an unknown date, nothing remarkable. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, product insertion date updated, new reporter added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of dysmenorrhoea ('dysmenorrhea'). In a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), back pain ("lumbar pain/not able to stand up for more than 10 minutes"), menometrorrhagia ("menometrorrhagia"), asthenia ("asthenia"), disturbance in attention ("concentration disorders"), dizziness ("dizziness") and palpitations ("palpitations"). The patient was treated with surgery (total inter-adnexal hysterectomy and bilateral salpingectomy for removal of essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, back pain, allergy to metals, menometrorrhagia, asthenia, disturbance in attention, dizziness and palpitations outcome was unknown. The reporter considered allergy to metals, asthenia, back pain, disturbance in attention, dizziness, dysmenorrhoea, menometrorrhagia and palpitations to be related to essure. The reporter commented: in using of essure, she was not able to have a discussion. And several examinations were performed (pelvic ultrasound, blood samples examinations), but they didn¿t show anything remarkable. After essure removal, the patient had psychological follow-up for more than (B)(6) and a half. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test: on (B)(6) 2017, nickel allergy. Blood test: on an unknown date, nothing remarkable. Ultrasound pelvis: on an unknown date, nothing remarkable. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2020, quality safety evaluation of ptc. On (B)(6) 2020, ha number received. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.